Event description:
It was reported that stent damage occurred. The target lesion was severely calcified. A 3.00x28mm promus premier¿ drug-eluting stent was used to treat the target lesion. While the physician was advancing the device into the target lesion, the stent hits the calcified lesion causing the proximal portion of the stent struts to slightly bend upwards and failed to cross the lesion. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).